Event description:
It was reported that pump generated cartridge alarms, including cartridge alarm 20, and caller experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate method if necessary, and technical support arranged shipment of replacement pump.